Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a f/u report will be submitted. (B)(4).

Event description:
It was reported when using the catheter for an (B)(4) study, dr. (B)(6) noticed fluid leaking from the handle of the catheter. The catheter was replace and there were no adverse consequences to the pt.